Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient experienced distal limb ischemia and pump was explanted to manage complications. The clinical team also discussed with the physician on the patient management strategies and educated on best practices for insertion and management of impella device. The cause of the limb ischemia issue was not determined due to insufficient clinical information.

Event description:
The user facility reported 62-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed ischemia distal to the impella device insertion point. As a result, the pump was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.